Event description:
Customer reported the insulin pump alarmed lost sensor, sensor and insulin pump were not communicating. Troubleshooting was performed. Customer's blood glucose was 106 mg/dl. Customer stated the correct transmitter ID is inputted in the insulin pump. Alarm was explained to the customer. Alert was verified. The sensor was inserted on (B)(6) 2014. Sensor appears to be fully inserted and flushed to the skin. Alert occurred while customer was going to the doctor's office and after initialization. Customer state the insulin pump did not have other alarms prior to lost sensor. Radio frequency communication was not established. Customer was advised to disconnect sensor and transmitter. Test plug was performed on the transmitter. No damage noted on the device. The device's led blink indicating it is performing correctly. Tried to connect radio frequency and it did not turn solid. Test performed twice and did not connect. Customer advised transmitter might not be working. No further informat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.